Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on display of the home patient's homechoice machine during dwell 1 of 3 of his automated peritoneal dialysis therapy. Per initial report, the home patient put a minicap on a patient line instead of a flexicap after disconnection. The homechoice machine alarmed then the home patient connected to the homechoice machine. The home patient reprimed the homechoice machine with the same set-up and initiated therapy. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.